Event description:
During an in-clinic follow-up, a stored electrogram (egm) was reviewed and found to be corrupted. The markers were not correctly aligned with the timestamp. The patient was stable and will continue to be monitored.